Event description:
It was reported that during a routine follow-up the right atrial (ra) lead was found dislodged and fallen into the right ventricle. Lead dislodgement was discovered because the right ventricular electrocardiograms were the same as the atrial electrocardiograms. Subsequently, dislodgement was confirmed by chest x-ray. Surgical intervention was required to reposition the lead. Device remains in service. No additional adverse patient effect were reported.